Event description:
Stent dislodgement from deployment delivery catheter prior to stent deployment in renal artery. Retrieval of stent attempted, stent "snared" and pulled back but could not pass through introducer sheath. Stent became lodged in rt. Internal iliac artery and second attempt to retrieve was unsuccessful. Stent remained in rt. Internal iliac artery and procedure was terminated. No apparent adverse outcome.